Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had physical damage. Blood glucose value at the time of incident was unknown. Customer states that insulin pump had scratches on screen that make little harder to read. Insulin pump also received rejected defective battery and unexplained no delivery alarms. Insulin pump will not be returned for analysis.